Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be successfully interrogated despite several attempts with several different programmers. Additionally, this ICD was reported to have delivered a shock due to an atrial arrhythmia. This ICD was explanted, successfully replaced and returned for analysis.